Manufacturer narrative:
Pharmacovgilance comment: sanofi comment dated (B)(4) 2013: the causal role of synvisc one cannot be excluded for the occurence of the events of redness in her knees and unable to walk, however the pt's underlying condition of knee pain can be implicated for the occurrence of events and moreover lack of information regarding the concomitant medications precludes the complete cause assessment.

Event description:
This serious unsolicited device case from united states was received on (B)(6) 2013 from a pt. This case involves an (B)(6) year old female pt, who developed redness and swelling in both knees, was unable to walk and was still having pain in the left knee (sub-therapeutic response) after receiving treatment with synvisc one. Previous medications reported include use of synvisc one injection (administered in 2010 lasted for 1.5 years and in 2012 which lasted for 1 year) and cortisone injection (about a year ago). The pt's medical history included arthroscopic surgery of left knee in 1998. The pt had a concurrent condition of chronic kidney disease. It was reported that the pt was "total arthritic". No concurrent medication was reported. On (B)(6) 2013, the pt received treatment with synvisc one injection at a dose of 6 ml (expiration date: (B)(6) 2013, route, batch/lot number: not provided) into both knees for knee pain. On unspecified dates (after the last injection) in (B)(6) 2013, the pt developed redness and swelling in both knees which went away after few days. However, the pt's left knee continued to bother her. On (B)(6) 2013, the pt visited her physician as she was unable to walk and she was administered a cortisone injection into her left knee. The pt still had pain in the left knee (subtherapeutic response) especially when walking or when she put weight on it. It was reported that the pt was "total arthritic" and was having medications for arthritis. The pt was unable to take a lot of medications because of her depressed kidney function due to chronic kidney disease. It was reported that the pt's joints were shot and she was depending on synvisc one to keep her moving. Action taken: no action was taken. Outcome: recovered/resolved for the events of redness and swelling in both knees and not recovered/not resolved for the events of unable to walk and still having pain in the left knee (sub therapeutic response). A pharmaceutical technical complaint (ptc) was initiated and results were pending for the same. Seriousness criteria: the event of unable to walk was assessed as serious per the new ime list.